Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported does not always sync to qrs complex while in pacer mode. There is no reported adverse patient impact.